Event description:
Additional information: it was reported by the physician that the patient expired due to multisystem organ failure and right ventricular failure. Additional information was received by circulatory support stating that the patient had been implanted with an acute blood pump system and lvad system for biventricular support when the patient expired. There were no alarms active.

Manufacturer narrative:
The device was not returned by the hospital. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists stroke and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from (B)(4) stating: failure. Additional information also indicated: primary cause of death - multisystem organ failure (msof).

Manufacturer narrative:
Approximate age of device: 4 days. According to the information provided, the lvad pump will not be returning for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report was received from (B)(4). The user facility number was not provided. (B)(4).

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the computed tomography scan revealed recent ischemic changes in the right middle cerebral artery territory with no hemorrhagic transformation. The patient was diagnosed with an ischemic stroke by surveillance imaging only, with no clinical findings at time of event recognition. The patient's condition rapidly deteriorated and the family decided to withdraw support. The patient expired on (B)(6) 2014.